Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The customer confirmed lot number m217556 was not utilized during these events. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.h6 (health effect - clinical code) h3 other text : single use, device discarded.

Event description:
The customer reported fifteen (15) false positive results between the ID now covid-19 assay and ID now covid-19 2.0 assay for multiple lots and tests performed between (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses test fourteen (14) of fifteen (15). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a direct tested nasopharyngeal sample using a copan flocked swab. Additional testing was performed on an unknown date using otsuka¿s quick navi antigen test, which generated a negative result. The customer stated two (2) of the fifteen (15) patients were tested via a smartgene pcr on an unknown sample type performed on an unknown date. The customer was unable to indicate which patients received confirmation testing. No further confirmation testing was performed. No additional patient information, including treatment and outcome, was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m228642 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m228642 and test base part number 192-430 / lot m228642. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m228642 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use, device discarded.

Event description:
The customer reported fifteen (15) false positive results between the ID now covid-19 assay and ID now covid-19 2.0 assay for multiple lots and tests performed between (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses test fourteen (14) of fifteen (15). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a direct tested nasopharyngeal sample using a copan flocked swab. Additional testing was performed on an unknown date using otsuka¿s quick navi antigen test, which generated a negative result. The customer stated two (2) of the fifteen (15) patients were tested via a smartgene pcr on an unknown sample type performed on an unknown date. The customer was unable to indicate which patients received confirmation testing. No further confirmation testing was performed. No additional patient information, including treatment and outcome, was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The customer reported (15) fifteen false negatives with the ID now covid-19 2.0 assay for multiple tests performed on (B)(6) 2023 via nasopharyngeal sample. This MFR. Report addresses test (14) fourteen of (15) fifteen. Patients initially tested negative with otsuka¿s quick navi antigen test then positive on the ID now. Confirmation pcr testing was not performed. No additional patient information, including treatment and outcome, was provided.